Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens got stuck at the injector exit and haptic broken. Additional information received stated that the patient underwent surgery with a traditional lens on the same day with another diopter.there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).